Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an omnifit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection, material analysis, dimensional and functional inspections were not performed as the device was not returned. -clinician review: no medical records were received for review with clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. A secur-fit stem and ceramic head were revised to a restoration modular stem, a new femoral head, and dall/miles cables. Rep confirmed that there were no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.